Event description:
The medical procedure unit nurse was using a device called a spider net during a routine colonoscopy. A polyp had been surgically removed from the bowel. The net is used to remove the polyp when the polyp is loose and lying in the bowel. The spider net webbing became separated from the rim of the device.